Event description:
During a CABG procedure four sutures broke while the surgeon was trying to tie the arteries for the anastomosis. He used sutures from another box to complete the procedure with no adverse consequence to the pt.